Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed via photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head with nothing remarkable to report. However, the photographs also show the stem trunnion is severely damaged. From the photographs provided there is evidence of disassociation for the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary revision of a right hip. Head dissociated from the stem and excessive wear of the trunnion. The patient was revised to a restoration modular system and a biolox head. There are no allegations against the liner. Images are provided.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary revision of a right hip. Head dissociated from the stem and excessive wear of the trunnion. The patient was revised to a restoration modular system and a biolox head. There are no allegations against the liner. Images are provided.